Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of d10 was noted to be leaking after 24 hours of infusion. No patient harm reported.

Manufacturer narrative:
Concomitant products: non-bd needleless connector; therapy date (B)(6) 2016. The customer¿s report of an IV set leak was not confirmed. The set was visually inspected; a white dried substance was observed at the connection between the needleless connector and the female luer of the set. Inspection under magnification showed no damage or anomalies. Functional and pressure testing was performed; no leaks were observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Correction initial reporter address.